Event description:
It was reported that a day after the case doctor noticed that the x-ray didn't match what was planned. Planned for 1 deg of varus on the tibia, but it looks to be in 4 deg of valgus on the x-ray.

Manufacturer narrative:
The device was used in treatment and case screenshots and log files were returned for investigation. DHR review found that the software version (rc-6103) has been validated. A complaint history review found similar report, this issue will continue to be monitored. The surgical technique guide released at the time of the complaint does provide instructions for tka implant planning and placement. This failure is an identified failure mode within the risk file. The initial visual investigation of the screenshots and x-rays event found that: it was determined through discussion that the surgeon calculated the degrees of varus on the x-ray by using an x-ray analysis tool (manually select knee centers, ankle center, hip center in the x-ray and draw lines to calculate angles). Review of the x-rays found that the angle at which the x-ray was taken may not have been completely normal to the standing position of the patient. We speculate this based on the visible geometries of the tibia on the x-ray and this could have contributed to the calculated discrepancies. Also, the x-rays were taken with the patient standing and in a weight bearing situation, and the navio calculations are taken as the patient is lying down and not weight bearing. Because of this, the mechanical axis of the tibia can have a 1-4 degree discrepancy based on if the patient is standing or lying down. Looking at the navio screenshots, it appears that the mechanical axis defined by navio is verifying from the mechanical axis in the x-ray. In navio, the mechanical axis is defined from the knee center to the center of the malleoli points collected. It was recommended to the surgeon that if they would like to compare navio values to x-ray calculated values in the future, the surgeon can apply force to the patient's foot while collecting range of motion so that the calculations are done while bearing weight. It was also recommended to make sure to take the tibia knee center in the center of the acl bundle and to take the malleoli points on the prominences of the malleoli to get an accurate ankle center and mechanical axis. The system functioned as expected and this was a preventable issue by the surgeon. The probable cause of the issue was user error. A relationship between the device and the reported event not could be established.